Manufacturer narrative:
Product not yet returned for evaluation. Internal report # (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", 91mg/dl, 145mg/dl, 105mg/dl, 124mg/dl. Customer normally reads between 110-125mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", 91mg/dl, 145 mg/dl, 105mg/dl, 124mg/dl. Customer normally reads between 110-125mg/dl. No adverse event reported.